Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.

Event description:
It was reported that the patient underwent a lumbar fusion surgical procedure at l4-5. Sometime post-op it was reported that the patient was experiencing an adverse reaction which produced a rash. The patient is seeing a dermatologist to test for metal sensitivities. No additional information is available at this time.